Event description:
It was reported that during an unknown procedure, most of the staples were malformed (open shape) ona the firing knob side of the device. The procedure was completed with additional sutures. There was no adverse consiequence to the patient.